Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable / gel previously released) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released indication is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was indicating 'gel previously released' without prior gel release and that the cable on the electrode belt was damaged.